Event description:
A patient reported changes in stimulation and strong stimulation from their evoke spinal cord stimulation (scs) closed loop stimulator (cls), following a recently completed cls revision procedure. It was confirmed that plasma blade was used in the previous cls revision. The cls was replaced and the patient¿s therapy was restored.